Event description:
It was reported that the procedure was to treat a lesion located in the mildly calcified, mildly tortuous, mid right coronary artery. Predilatation was performed prior to stenting of the lesion with a 3.5x18 mm vision stent; however, after deployment, a dissection was observed at the distal edge of the deployed stent. A 3.5x12 mm vision stent was used to treat the dissection successfully. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). There was no reported product deficiency. The reported dissection is listed in the vision instructions for use as a known adverse event associated with coronary stenting. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.